Manufacturer narrative:
The device was not returned to the MFR.

Event description:
A medtronic rep reported that the screws became wobbly and the tracker was not solidly in place. The surgeon had to hold down the tracker to navigate accurately. They were able to complete the case without using navigation for the rest of the case since the tumor was superficial. No impact on pt outcome reported.